Manufacturer narrative:
H.6. Investigation summary: bd received two unused insyte autoguard bc 20ga catheter/adapter assemblies and an unused insyte autoguard bc 20ga unit in an opened package from material number 381033, lot number 8176536. In addition, five photographs were received which displayed similarities to that of the returned unit. Through the visual examination, there were no signs of damage such as bends, crimps, holes, kinks, splits, wrinkles nor the characteristic v shape of a spear through in the catheter tubing. There were no cracks or holes in the body of the adapters of the returned samples. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in was damaged prior to use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿the catheter was damaged.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in was damaged prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the catheter was damaged.¿